Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the issue. No fault was found with the returned device. The downstream occlusion sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an alarm "cassette not attached properly". No adverse effects to patient reported.